Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found there was crystallization of the knob of the gastrointestinal videoscope. Based on the results of the investigation, a definitive root cause cannot be identified. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there was crystallization of the knob of the gastrointestinal videoscope. There were no reports of patient involvement.